Manufacturer narrative:
Continued e1 phone number :(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported "extrusion" and "exposure". This record is for the right side. Device status is unknown.